Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the circumstances that led to the shocking sensation/high impedance was due to a short in the contact and the shocking sensation/high impedance event has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that when patient moves their right arm or bend over they randomly got a shocking feeling in right side of body mostly arm. Patient stated they had not had any falls that would cause the device to be damaged in any way. Impedance check was done and the device showed that contact 0 had a high impedance. Patient was currently using contact 0 and would need to follow up with their neurologist to get programming done. The patient used their programmer to turn the voltage down to see if it would help with the shocking sensation, and patient was told to shut the device off if necessary. Rep reported that impedance check was done the day of the report and voltage was also lowered. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the shocking was still occurring even after the patient lowered the voltage. The patient was advised to turn the stimulation off if it continued. The patient has a high impedance on contact 0 and they were using that contact. They were following up with the programming physicians to see if changing contacts will stop the shocking sensation while continuing to provide tremor control.